Event description:
Patient returned to surgery due to painful nonunion of the first metatarsal phalangeal joint and painful retained fixation first metatarsophalangeal joint left foot. Intraoperatively, the previously implanted plate had some broken screws. The plate, screws and broken screws were removed. Additionally there was a fibrous nonunion present there at the first mpj.the fibrous nonunion was resected and packed with osteocel bone graft. First mpj fusion was then performed with another orthohelix reconstruction (fusion plate and associated 3.5-mm and 4.0-mm screws).